Manufacturer narrative:
The device was returned for investigation. Awaiting completion of investigation of device. Two devices, ultravac with integrated cable ( catalog no. Asc5000-01) and atlas controller (catalog no. H3000-00), were used in the same procedure and two separate mdrs are filed for each device under medwatch numbers 2951580-2008-00012 and 2951580-2007-00014.

Event description:
In 2008, a clinical incident involving a ultravac arthrowand and atlas controller was reported to arthrocare corp. During a left shoulder subacromial decompression procedure, the pt sustained a third degree burn ( full thickness loss which did not involve muscle) approx the size of a silver dollar surrounding the portal. Pt was treated by a plastic surgeon and received a full skin graft.